Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient needed to have a brain MRI for dizziness. It was unclear if it was due to the device or therapy. The patient stated that the dizziness only occurred when they were standing. The dizziness started off once and awhile a couple of months ago, but is now almost a daily occurrence. There was no troubleshooting , interventions, or outcome reported. The patient later had an MRI to see if there were tumor issues. They saw an ear doctor to see if it was an ear issue because they had taken antibiotics for 3 weeks. It was reported to have helped some but as of (B)(6) 2016, they still experience dizziness after they were steady for some time. The circumstances that led to the dizziness was that the patient was not really sure. There was no actual change, no fall on device change. The patient was concerned about the stimulator and implant that could possibly be responsible although it did not seem that these problems would have occurred sooner if that were the case. Relevant medical history includes chronic low back pain and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.